Manufacturer narrative:
An event of structural valve deterioration, calcification resulting in stenosis, and heart failure was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2010, a 23mm trifecta valve was implanted. On (B)(6) 2019, structural valve deterioration was noted. Additional information has been requested. (Clinical study patient ID: (B)(6)).